Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin at the infusion site (unspecified). The investigation observed a damaged cannula. It was also reported that the patient's blood glucose level rose to greater to 310 mg/dl while wearing the pod for 80 hours.

Manufacturer narrative:
The device generated an 0x1c safety alarm, indicating the pump has reached the pump expiration time. The device was confirmed to have run for 80 hours. The exposed portion of the soft cannula was observed to be shortened, preventing fluid from completing the full fluid path. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.